Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a frayed pitch cable at the clevis hub. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Visual inspection found no damage to the conductor wires and the instrument also passed continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. On 12/23/2024, the provided image was reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: there was no visible damage to the conductor wire or grip cable. The root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument. No further escalations are required for the image review.

Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument had a damaged conductor wire. The user continued and completed the procedure without further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the damage was first observed after the procedure and the wire was exposed due to damaged insulation. The reporter was unsure if arcing was observed. The instrument did not collide with any other instrument or tool during the procedure. There were no issues removing the instrument through the cannula. The instrument's batch sequence number was not provided. The reporter confirmed that no fragments fell into the patient. Patient demographic information was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.